Event description:
It was reported that while lifting / loading a patient onto a stretcher, the mattress allegedly moved/slid off the stretcher, the patient was not injured.

Manufacturer narrative:
This issue was resolved for the customer by replacing velcro.

Event description:
No new information.